Event description:
It was reported that re-implantation is planned.

Manufacturer narrative:
UDI code not available for this device. The device has not been explanted. If it should be explanted it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.